Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations found the blade was broken at roughly 0.11¿ below the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure was typically attributed to mishandling/misuse. The instrument was found to have teflon pad damage on the clamp arm. No material appears to be missing. The root cause of this failure was also attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# m90190818-0377) was last used on ((B)(6)2020 during a procedure with system sk3129. The harmonic ace instrument is a single-use device. No image or video clip for the reported event was submitted to isi for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
The harmonic ace instrument was returned through returned material authorization (RMA) with no associated complaint. There was no report of patient involvement and no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.